Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported port needle was reported to be leaking after using it access the port. Leaking occurred during the initial flush and leaking was reported to be coming from the orange piece below the yellow wings. Huber needle needed to be removed and could not be used. Nurse had to grab another needle and re poke the patient to gain the access. No further information was provided.